Manufacturer narrative:
An event of migration or expulsion of device (aortic direction) was reported. A returned device assessment could not be performed as the device was not returned for analysis. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed, and the product met all specifications. Based on the information received, the cause for the reported device migration in aortic direction could not be determined. The reported surgical intervention was a result of case-specific circumstances. There is no indication of a product quality issue with regards to manufacture, design, or labeling.

Event description:
It was reported that on (B)(6) 2025, a 25mm navitor valve was implanted using a small flexnav delivery system (ds). The sizing of the annular dimensions of the native valve is: annulus diam 22.4mm, area 21.7, perimeter 69.2mm, and lvot diam 21.8mm. It was noted that the device migrated toward the aorta and a second 25mm navitor valve was implanted valve-in-valve to resolve the event. The procedure was able to be successfully completed. The physician doesn't believe the patient or user experienced adverse health consequences due to the performance of the product. The patient remained hemodynamically stable throughout the procedure and there was no clinically significant delay. The patient is stable.